Event description:
It was reported to medtronic minimed that the customer reported the pump was not giving any insulin and experienced hyperglycemia with a blood glucose value of 700 mg/dl. The customer was hospitalized, where hyperglycemia was treated with an intravenous (IV) insulin drip. Ketone testing was performed, and results were consistent with hyperglycemia, and this was also treated with an intravenous (IV) insulin drip. The customer reported symptoms including throwing up and feeling sick/unwell. The event involved product(s) unomedical, mmt-7040a, unk_reservoir, mmt-1884. Troubleshooting was performed. The customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was active at the time of the event. No further patient complications were reported. No product return is required for unomedical, mmt-7040a, unk_reservoir. Mmt-1884 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. The pump was programmed with a 10.0-unit bolus during the displacement test and a 25.0-unit bolus during the dat. All boluses were delivered properly and were listed in the pump's daily history screen. Delivery anomaly not confirmed. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 19-oct-2025 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week prior to the event date 19-oct-2025 in the pump history file and found 1 sensor error alert on (B)(6) 2025, and 4 lost sensor alerts on (B)(6) 2025. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert or lost sensor alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.9 mv). The pump passed the functional testing. Unable to confirm alleged high bgs (hyperglycemia)/dka. Delivery anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.